Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 was surgically implanted via the right axillary artery in a 55-year-old male patient with cardiomyopathy presenting in scai staged shock requiring ECMO. Prior to insertion, the patient experienced major bleeding from the axillary graft anastomosis site. Surgeons applied hemostatic agents and re-sutured the graft, after which bleeding improved. Impella was successfully inserted and ECMO was removed. The pump was not removed due to the event, and the patient remained hemodynamically supported. During repositioning under transesophageal echocardiogram (tee), the device unintentionally migrated back into the aorta despite confirmation of good pump position. Device replacement was not requested; however, an impella cp was placed in the femoral artery to get the patient on support. The patient survived. The major bleed associated with the impella 5.5 appears related to surgical graft manipulation rather than device malfunction, as bleeding improved after surgical correction and the device subsequently functioned normally. The positioning issue of the device occurred during intraoperative manipulation. Bleeding is a known risk associated with impella 5.5 per the instructions for use (IFU).

Manufacturer narrative:
Major bleed: the cause of the bleed was not determined due to insufficient clinical details. Device in wrong position: the cause of the device in wrong position was not determined due to insufficient clinical details.